Manufacturer narrative:
Three samples were provided to our quality team for investigation. All samples were observed to have silicone visible on the stopper; however, no stringing or pooling or excessive silicone was observed. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirms most likely match silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 1302887. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 302995 batch#:1302887. It was reported that the bd syringe 10ml ll s/c 200 had visible silicone. The following information was provided by the initial reporter: verbatim: complaint received via phone call on 19-jul-2024. Customer states there is liquid inside multiple syringes. Identified prior to use. Sample available. Ref: 302995 lot: 1302887 additional information provided: "thank you for this. The issue was identified within the package. It appears all of the syringes in the batch have the liquid described. I'm leaning towards it just being the silicone lubricant after talking to another representative at bd. I will send you 3 syringes from the batch for analysis, regardless."